Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the guide wire unraveled. A ss 035/260/1 (bx/1) amplatz super stiff guidewire was selected. The device went through the side hole of the non-bsc catheter. It was noted that the tip of the wire became "unbound" and was detached. The physician was able to retrieved the device as a unit. No foreign objects were left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine. However, device analysis revealed core wire broken.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has the distal end unraveled as part of overall visual revision and the device has the distal section severely damaged (coilwire unraveled and the corewire fractured); moreover, the ball well was not returned. All the external outer diameter measurements were taken and all of them met specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following result: failure in wire sample occurred due to bending/torsion overload with final shear/tear event. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).